Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. During the eval, the mechanism assembly was found to be not originally installed in device serial number (B)(4). Review of the device history records for both devices, show that the mechanism assembly received in device serial number (B)(4) belongs to device serial number (B)(4). This is an indication that the mechanism assembly is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited". The device could not be repaired and has been removed from service.

Event description:
During baxter's eval of spectrum pump serial number (B)(4), evidence of tampering/unauthorized service was found. The mechanism assembly was identified to be originally installed in spectrum pump serial number (B)(4). It is unk if there was pt involvement with the device after the unauthorized service was performed.